Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report

Event description:
It was reported that the patient is complaining of having pain ever since he received the implant. He has pain directly in the joint. He cannot walk on concrete or hard surfaces or walk or stand for extended periods of time (20 minutes) without experiencing severe pain. The pain dissipates with rest and the medication. He just received the recall letter from his physician today. He is going to schedule an appointment with his doctor today (B)(6) 2012. Additional information reported via sales rep: it was reported that, mechanically assisted crevice corrosion and secondary adverse local soft tissue reaction and pseudotumor formation after rejuvenate femoral component due to modular neck - stem mechanism failure.